Event description:
It was reported that during an unknown procedure, staples were malformed since the cartridge was not loaded on the device properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).